Event description:
It was reported that after placing the catheter over a spring wire guide, the spring wire was withdrawn and it was noted to have separated with a portion retained in the pulmonary artery. The retained piece of wire was removed by cardiac catheterization. There were no further pt complications.